Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the mass by parotid gland was not related to the stimulation therapy. The healthcare professional (hcp) reported that the patient had continued to use their stimulator on a regular basis noting that it had provided very significant relief of their chronic debilitating occipital headaches. The reason for their visit today was related to some swelling that they had been experiencing adjacent to the angle of the jaw that led them to see an otolaryngologist. It was reported a cyst overlying the parotid gland that may or may not be related to an underlying tumor. The patient's incisions for both the battery itself and the placement of the leads have healed entirely satisfactorily. It was reported that the hcp took the opportunity of performing some fine tuning of the occipital nerve stimulator to improve the overall coverage. The hcp reassured the patient that the stimulator had nothing whatsoever to do with the development of the cyst in the region of the parotid gland. It was reported from the hcp that they see no reason to be unduly concerned about the upcoming surgery that had been planned for the patient.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that he had a mass on his left parotoid gland. He knew the implantable neurostimulator (ins) was not too far from that. He was unsure if it was related. It was noted that the ins worked. He had lumps before and they had gone away. This time he was on antibiotics and it wasn't going away. He checked with an ear, nose, and throat (ent) doctor and there was nothing wrong with his ent. He was going to be meeting with a surgeon. He was also working with his healthcare provider (hcp) about the mass. Additional information received from the hcp in response to follow-up reported that the physician was out of the office at the time but the patient was scheduled to be seen on (B)(6) 2016. It was noted again that the patient had been seen by the manufacturer representative (rep) in the office and stimulation was working just fine. Further follow-up was going to be sent to determine the results of that meeting. Relevant medical history included non-malignant pain and headache.